Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and radicular pain syndrome( radiculopathies). It was reported that the patient ¿found themselves surrounded by magnets¿ and then they were being overstimulated. In the end, the patient was redirected to follow-up with their healthcare professional (hcp); an appointment was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.